Event description:
On (B)(6) 2012, daughter reported the pt has experienced erratic blood glucose in the 7-400 mg/dl range for a while. Her normal blood glucose is in the 100-200 mg/dl range and "varies greatly." Daughter found the pt on the floor moaning on (B)(6) 2012. She tested the pt's blood glucose and it was 7 mg/dl. The pt did not lose consciousness but was unable to self-treat. Daughter gave the pt honey and contacted the paramedics. The pt's blood glucose was 20 mg/dl when the paramedics arrived, and they treated her with an infusion of glucose. The pt was transported to the hospital, treated with IV fluids, and released the following day with a blood glucose level of 141 mg/dl. The hospital believes the basal rates were programmed too high on the infusion device. The pt's physician reduced the basal rates on (B)(6) 2012 due to hypoglycemia during the night. Daughter believes the insulin delivery of the infusion device is inaccurate. Daughter reported the competitor's infusion sets will occasionally have bent cannulas and this causes elevated blood glucose of up to 400 mg/dl. The pt will change the infusion set and her blood glucose will decrease. No further issues were noted during troubleshooting. The infusion device, cartridge, and adapter were replaced and requested for eval.